Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) in (B)(6) called to report while wearing the acuvue advance brand contact lenses in (B)(6) 2016, he/she experienced burning and redness in the left eye. The pt reported sleeping with the suspect lens in the left eye and woke up in the middle of the night with the symptoms. The pt states the suspect lens was removed immediately. The pt went to the hospital on (B)(6) 2016 and reported that eye care professional (ecp) did not prescribe any medication, but the pt went to the hospital four days in a row to change the eye bandage and treat the left eye.¿ the pt reported that the ecp stated ¿a bacteria caused irritation.¿ the pt reports a bi-weekly replacement schedule, does not sleep in the lenses and has worn the advance brand for four years. On (B)(6) 2017 a call was placed to the pt for additional information: the pt reports left eye redness, burning sensation, and photophobia; pt reported that ecp instilled cream and eye drops every four days; pt advised that he/she was sensitive to light so the ecp applied the left eye bandage; the ecp prescribed zymar every two hours (pt was unsure of exact details of the treatment) for one week; pt was also prescribed systane lubricating drops as needed; pt reports that the left eye was better after one week, but he/she did not return to lens wear for one month. A call was placed to the pts treating ecp, but the ecp¿s representative refused to provide any pt medical information. On (B)(6) 2017 a call was placed to the pt for assistance with obtaining the medical records from the (B)(6) 2016 event from the ecp. The pt reported he/she will try to go to the hospital and request a statement from the treating ecp for the diagnosis and treatment. On (B)(6) 2017 a call was placed to the pt and additional information was provided: the pt reported he/she has not yet returned to the hospital for the medical records; pt stated she could possible go next week; if obtained, the pt reported he/she could email the medical record for review. No additional medical information has been received. The lot number is unknown and the suspect product has been discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.